Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error, and that it is a duplicate of medwatch report number 3013095415-2022-00591.